Manufacturer narrative:
The reason for the patient's revision is unknown. The additional devices listed in this report are: cat # 500-03-60f, lot # mhed6l, description: primary tritanium hemi solidback cup 60mm. Cat # 623-00-36f, lot # mllxd9, description: trident 0° x3 insert 36mm ID. Cat # 6570-0-236, lot # 36544001, description: delta v-40 ceramic head 36/+5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. It was noted that this report was a legal case. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding a revision involving a size 6 accolade ii 127 deg was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that a patient had a total hip arthroplasty done at (B)(6) 2012. In (B)(6) 2013 patient had the hip revised at (B)(6) hospital due to unknown reasons. Revision performed by non stryker surgeon using competitive implants.

Event description:
It was reported that a patient had a total hip arthroplasty done at (B)(6) hospital in (B)(6). On (B)(6) 2012. In (B)(6) 2013, patient had the hip revised at (B)(6) due to unknown reasons. Revision performed by non stryker surgeon using competitive implants.